Event description:
Report provided by the end user states that she developed a red sore wound from about 3 o'clock to 7 o'clock close to the stoma and about 15 mm wide. Itis partially through the skin, only slightly moist to dry and is very sore. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Event date: unk. Device manufacture date: unk.